Event description:
Caller reported that a touchscreen on their pump was cracked and shattered after bumping into a wall or similar surface. The damage did not adversely impact the customer's blood glucose level. Technical support decided to replace the pump, instructing the caller on how to return the damaged item to avoid charges, and informed them about programming and connecting their settings and cgm to the replacement pump. The customer was also told they would receive a pump with updated software, and a multiple daily injection (mdi) would be used to ensure continuous insulin delivery until the replacement arrived.